Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer, needs a replacement seal sent out under warranty as it is coming apart from the door.